Event description:
On 12/20/2022, it was reported by a distributor via sems that an ar-4151ds trim-it drill pin disposables kit did not provide the proper rotational stability as it snapped upon manipulation. Case was completed using a 2mm pin instead. This was discovered during a fusion 3rd phalange procedure on (B)(6) 2022. Additional information received on 12/22/2022: the device did not come in contact with the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.